Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 call service alarm occurred while the user was performing the rewind/load function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/09/2015 with the following findings: the reported issue could not be adequately investigated due to a recurring cs-088 'call service alarm'; no conclusions could be determined in regards to the reported issue. A cs-064 'call service alarm', which can be indicative of the type of issue that was reported, was observed in the pump history and black box data. The pump powered on properly and with no alarms present. The pump successfully performed the prime sequence functions. While attempting to exercise the pump for 24 hours, a cs-088 'call service alarm' occurred and prevented the completion of the investigation. The pump case was removed, and moisture damage was found on the printed circuit board.